Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported during an attempted implant, the df-4 connector breaks off from the lead while retracting the stylet. The lead was removed and another lead was implanted. Patient did not experience and adverse consequences. No further information is available.